Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely calcified vessel. A 3.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, the balloon ruptured. No patient complications nor injuries were reported.